Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the implant was removed and replaced due to patient preference and implant size.

Event description:
According to additional information, the original implant was filled to the physician's specifications. The revision was prompted by the patient who wanted to maximize the fill volume only [patient preference]. There was no reported issue with the implant and the new implant fitted was the same size with maximum fill.

Manufacturer narrative:
Correction: based on the additional information that there was no device malfunction, and the additional surgical intervention was due to patient preference only- annex a010103 and f1905 were removed.